Manufacturer narrative:
The explanted leads and extensions will not be returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted due to infection at the ipg site. The symptoms were redness and drainage. The patient is reportedly doing well following the procedure.